Event description:
It was reported that during an ablation procedure using a intellatip mifi oi temperature ablation catheter the generator stopped and they observed the irrigation tubing was broken. The pump displayed the error "p03: no temp drop". When they examined the catheter they observed that the irrigation tubing was broken at the point where it attaches to the catheter handle. They replaced the catheter and they were able to complete the procedure without complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure using a intellatip mifi oi temperature ablation catheter the generator stopped and they observed the irrigation tubing was broken. The pump displayed the error "p03: no temp drop". When they examined the catheter they observed that the irrigation tubing was broken at the point where it attaches to the catheter handle. They replaced the catheter and they were able to complete the procedure without complications. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The cause was attributed to the design of the device, as the problem was found with the design specification. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.